Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15 may 2026, it was reported by a sales representative via email that an ar-8737-37, 1.5mm hex cmp ft was reported to be broken. The surgeon was inserting 2.5 comp ft screw through distal phalanx on a slight angle- due to the angle the tip of the screw driver snapped inside the screw head. Surgeon retrieved broken screw driver head and then broke the second one in the set the same way as the first. Second screw driver head was also retrieved and procedure was completed safely. This occurred on (B)(6) 2026 during a dip joint arthrodesis procedure. The case was completed successfully using a non-cannulated screw driver to finish implanting the screw. There was case involvement. The first set is captured in (B)(4) and the second set is captured in (B)(4).